Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at a concentration of 1.0 mg/ml and a dose of 0.4798 mg/day via an implanted pump. It was reported on (B)(6) 2016 the patient had a loss of pain relief since the last refill on (B)(6) 2016. The pump was increased 20% on (B)(6) 2016 and after continued report of inadequate pain relief the pump was increased again by 20% on (B)(6) 2016. The patient reported continued inadequate pain relief despite the increases on (B)(6) 2016. A catheter access port (cap) contrast study was done the same day and the pump and catheter were found to be functioning properly. On (B)(6) 2016 the intrathecal drug was sent to the lab for analysis and the concentration of the drug was found to be 2.75 mg/ml as opposed to the expected 5 mg/ml. The same day the pump was updated and the concentration was programmed to 2.75 mg/ml and increased the rate to 0.5 mg/day. On (B)(6) 2016 the patient reported inadequate pain relief and the pump was reprogrammed with an 18% increase. The patient reported the pain was improving on (B)(6) 2016. It was indicated the event was related to the device or therapy and related to the drug morphine. The drug action that caused the event was a concentration error. The event was resolved without sequelae on (B)(6) 2016.